Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit onto the pump. The customer changed the cartridge to address the issue. There was no reported adverse impact to the customer's blood glucose level.